Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported nodules, the device has been explanted

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. As per the investigation procedure, non-penetrating nicks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported nodules, the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported nodules, the device has been explanted.